Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact on customer's blood glucose level. The customer will use multiple daily injections as insulin therapy during this process.